Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient felt two vibratory alerts. The device was unable to be interrogated. The device was explanted and replaced. The patient was fine with no adverse events.